Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime due to a faulty force sensor. The device was received with minor scratched display window, cracked lcd window on the bottom left and right at bottom right corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Moisture damage was found on the electronic and motor assemblies.